Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated magnesium of 2.51 mmol/l on (B)(6) that repeated 0.76 mmol/l when processing on the architect c16000. The account uses a magnesium reference range of 0.7 to 1 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer noticed the sample probe was dirty. The customer cleaned the sample probe and calibrated the pipettor. However, while on site an abbott field service representative (fse) observed high concentration (hc) waste probe a dripping. The fse replaced the hc peristaltic tubing for both the a and b line to resolve the issue. The fse determined the likely cause for the false high mg result was the hc peristaltic tubing (tubing, peristaltic head) (B)(4). Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review and service history review. No returns were made available from the customer site for this evaluation. Service history review identified no contributing factors to the customer issue. A 12-month review of complaint and trending data for the tubing, peristaltic head pn 7-35009685-01 did not identify an adverse trend or systemic issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems (c4000, c8000, and c16000) revealed no issues or adverse trends related to the current complaint. The erratic result rates for the c4000, c8000, and c16000 are within acceptable limits with no trend identified. Labeling was reviewed and found to be adequate. The service and support manual provides adequate information, inspection, maintenance, and component replacement procedures concerning erratic or discrepant results. Including, but not limited to, the actions performed by the abbott fse (and replacement of the peristaltic head tubing). Device history review found the replaced part 7-35009685-01 requires the end fitting be aligned in a specific way to allow for correct installation on the instrument. It was determined there were no instructions for the part supplier (diba) to correctly align these fittings in manufacturing. However, it was unknown if tubing associated with this customer issue was incorrectly assembled. The assembly issue was identified as a deficiency of this part.

Manufacturer narrative:
Expanded internal testing was conducted on peristaltic head tubing (pht (7-35009685-01)) of different twist angles over a period of six-month simulated testing. Testing neither demonstrated increased wear or damage to the tubing, nor difficulty in creating a vacuum leading to aspiration issues. Within-run precision and carryover testing on multiple assays was within acceptable limits. Testing did not demonstrate impact to results or rupture of tubing leading to leaking for all twisted tubing angles. Therefore, the expanded investigation concludes the pht connector mis-alignment was not causative to this event. The expanded investigation also found no hazard is expected to occur due to a misalignment of the peristaltic head tubing connectors and there's no potential impact for biohazard, electrical, physical or chemical exposure. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the peristaltic head tubing (part number 7-35009685-01).